Event description:
Philips received a complaint by the hospital head nurse on the v60 indicating that touchscreen could not be operated during use on the patient the day before, and it was improved after restarting the device. They requested a site visit to inspect. There was no harm to the patient or user. No medical intervention provided to the patient, nor a delay was noted. The authorized service provider (asp) visited the hospital with the replacement device. The authorized service provider (asp) evaluated the device and could not confirm the reported problem. The touchscreen was replaced as recurrence preventive measures. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #:(B)(6).